Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended and a replacement interval was discussed. This device remains in service. No adverse patient effects were reported. This product is part of the emblem s-ICD premature depletion update 12/03/20 advisory population.